Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed because they could not reproduce the issue. They verified that they system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after the site took a spin and it did not transfer to the navigation system. This is all the information that the site had. The manufacturer representative (rep) was on site and did multiple spins with no problems transferring. When the rep went into the saved exams tab on the mobile view station (mvs), there was no patients on the day of the issue, so the rep could not acquire patient demographic or surgeon name. This was a globus case with no medtronic employee present. No patient was present at the time of the event.